Event description:
Customer reports the series are split incorrectly. There was no reported patient injury associated with this event.

Manufacturer narrative:
Phone number unknown. Investigation revealed the reported event is due to thread interference, as a thread is spawned for both the exam and the historical to open them at the same time. Both threads are trying to access and modify a static variable which specifies how each image in each series should be grouped (i.e. By series). This is now more evident because of multiple processors and faster pc's. The physicians have been made aware of the issue and know how to resolve it. In addition, a workaround is being implemented at the site until the next release of pacs which will address this issue. (B)(4).